Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log files were submitted for review. The event log files captured various alarms associated with a brief pump stop event cause by a driveline disconnect on 07may2026 at approximately 7:30pm. Follow that event, the pump resumed the programmed set speed and appeared to be operating normally.